Event description:
Omniwave used to successfully remove thrombus in occluded left leg aortobifemoral bypass (afb) in patient with recent history of transient blindness in the right eye, which in retrospect appears to be related to unrecognized hypercoagulopathy. Patient complained of left leg 'heaviness' during omniwave treatment. Omniwave removed and md elected to use ekos lysis infusion catheter to treat distal anastomosis and residual occlusion with urokinase infusion. Patient then complained of heaviness and pain in right leg and worsening pain in left leg. Evaluation of patient confirmed loss of distal pulse and cold, mottled appearance in both legs, presumably due to distal emboli. Approximately 6 hours post device use, patient taken to or and md performed bilateral embolectomies and fasciotomies. Md reported that during surgery, he observed clot everywhere, including the tibial vessels and the volume of clot observed was significantly greater than the clot remaining post device treatment. In 2008, md reported recovery of pulses in both legs, some motor loss in left foot and total occlusion of retinal arteries in right eye. In the following month, md reported patient's right internal carotid artery now occluded, which was found to be widely patent a few weeks earlier during the work up for the transient blindness.

Manufacturer narrative:
In 2008, md reported patient remains hospitalized, continues to progress and has full range of motion in both legs and no sensory loss. Additionally, md reports final hypercoagulability blood work is pending since patient remains on anticoagulants and the working diagnosis is unrecognized hypercoagulopathy. Embolization is a known complication of mechanical thrombectomy procedures. It appears that some type of hypercoagulopathy caused or contributed to this event, but device complaint is inconclusive.